Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the liner has scratches and gouges on the top flat face of the high wall, in the i.d., on the o.d., outside tapered surface, and to the outside rim lock feature. No other damage was noted. The measured dimensions are conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ denmark. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the cup and liner were implanted. The liner was loose and unable to be placed tight despite being the correct one and new. Another liner was used and fit correctly right away. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.